Manufacturer narrative:
Initial reporter phone : (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30922919l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that after septal puncture, the wire was advanced to the left atrium (la), but the stsf was not able to advance to la. Pericardial effusion was confirmed by surface echography. Blood pressure then gradually decreased. Timing when complaints occurred was 45 minutes after the patient entering the room. Decreased blood pressure resolved by performing drainage. After that, the patient left the room. The patient was followed up on. The physician's opinions on the relationship between the event and the product was that the relationship with the product is unknown. It was highly likely that ablation was conducted at the posterior wall side of the right atrium after septal puncture. It was highly likely that brockenbrough by rf needle was conducted at the posterior wall side of the right atrium. There were no abnormalities observed prior to and during use of the product. The complaint product will not be returned for analysis. Outcome of the adverse event was fully recovered. The patient required extended hospitalization for follow-up. Relevant tests/laboratory data ---none. Other relevant history --- none. Generator information was smartablate generator, the serial number was unknown. Rf needle was used for the transseptal puncture performed. Prior to noting the pe or CT, ablation was not performed. There was no evidence of steam pop. The event occurred during the transseptal phase. Irrigated catheter was not used. No error messages observed on biosense webster equipment during the procedure. Cardiac tamponade occurred before contact force acquisition. The visitag module was not used. No additional filter used with the visitag. Color options used prospectively was tag index..